Event description:
Reporter indicated that vns pt became overly schizophrenic after implantation. It was reported that the pt "probably had the problem before implantation, but the presence of the stimulator seemed to give them the opportunity to express their deeper personal experiences". Investigation to date has been unable to determine whether the vns therapy was a contributing factor to the reported exacerbation of schizophrenic symptoms.